Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media high blood glucose levels and low suspend alarm. Customer's blood glucose level was over 400 mg/dl. Customer advised the numbers on the insulin pump were inaccurate and resulted in the device to suspend in the middle of the night for no reason. Customer advised they turned the suspend feature off.